Manufacturer narrative:
Batch review performed on 08 jan 2026. Lot 25012992: (B)(4) items manufactured and released on 21 march 2025. Expiration date: 06 march 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery was performed 4 months after the primary surgery due to knee instability. The surgeon upsized the insert from 12 mm to 17 mm to provide improved stability. The surgery was completed successfully.